Event description:
It was reported that a pump experienced constant door not fully latched message even though the door is latched closed. There was also no reported pt injury.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is still in progress. When complete, a supplemental report will be submitted.